Event description:
Information received indicates the brakes are not holding.

Manufacturer narrative:
The technician replaced all four worn casters, the brake block assembly and the bushings to repair the bed.